Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Consumer reported complaint for high blood glucose results. (B)(6), daughter, is calling on behalf of the customer. The expected fasting blood glucose test result range is 90 to 120 mg/d. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. (B)(6).